Event description:
The customer reported that the insulin pump alarmed motor error. The customer stated that she had dental x-rays a few weeks ago. Instructed the customer that the insulin pump should not be exposed to certain environments. Troubleshooting was performed. Ran a displacement test and the test failed. Advised the customer to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing.